Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system displayed noise on the right ventricular rate/sense channel and the shocking channel resulting in pacemaker inhibtion. Atrial and shock channels are free of noise. All lead measurements are within normal limits and unchanged since implant.